Event description:
It was reported the patient had their lead replaced due to high impedance measurements. The patient complained of a lack of stimulation. At a procedure, the lead was disconnected and impedance measurements were high on all eight poles. A new lead was successfully implanted. The outcome was reported as "good stimulation with new lead." Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Analysis of lead model 3877-45 lot # unk showed all conductors were broken 12 cm from the distal end of the lead with open circuits observed. The outer insulation was intact with cosmetic environmental stress cracking noted. The lead stylet coil was stretched. No short circuits were observed.

Manufacturer narrative:
Continuation of concomitant medical products: wn implanted: unk explanted: unk, lead model 3877-45 lot# unk serial# unknown implanted: 2006(B)(6) explanted: 2012(B)(6).